Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02565. It was reported the patient has high impedance on lead contacts. No further information is known at this time. Surgical intervention may be pending to address the issue. Note: it is unknown which lead has the high impedances, as such both leads are being reported.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein one lead was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.